Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9/h3 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The guide wire was returned with an codman 2.8/2.3f micro catheter. The lot number was not confirmed as the packaging was not returned with the device. On visual inspection, the guide wire distal end was kinked and the tip was bent. The guide wire was returned in 2 sections. The guide wire hydrophilic coating was broken 183.5cm from the proximal end and 16.5cm from the distal end and the core wire exposed. The core wire inside the distal fragment was kinked and turned in on itself. The guide wire distal section and hydrophilic coating was examined along its length with wet fingers. While the coating was present on the guide wire, there was peeling/bubbling damage noted towards the broken end of the proximal section. The guide wire ptfe coating was examined under magnification and no anomaly was noted. The returned codman 2.8/2.3f micro catheter was inspected. The catheter tip was flattened and an unknown device was protruding from the tip. Sections of the catheter shaft were crushed/flattened towards the distal end. An unknown delivery wire and stent were removed from the catheter. Functional test was not required as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no anomaly noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared as per the directions for use, the dispenser hoop was flushed before removing the guide wire, there was no resistance encountered removing the guide wire from the dispenser hoop, there were no other difficulties encountered during the usage of the device that could have contributed to the issue, the guide wire tip was not shaped, continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was not tortuous. A trevo pro 18 micro catheter was used with the guide wire and there was no allegation against the micro catheter. When trying to pass through thrombus and stenosis with the synchro guide wire, the radiograph showed that the end of the guide wire was broken. There was a surgical delay of 40 minutes as a stent was used to retrieve the broken tip of the guide wire. There was no impact to the patient. Analysis found the returned device was broken 183.5cm from the proximal end and 16.5cm from the distal end with the core wire exposed which indicates the device encountered a significant force during the procedure. It is probable that the device broke during manipulation of the device inside the patient. A codman 2.8/2.3f micro catheter was also returned with the synchro guide wire but it is probable this was only used to retrieve the broken tip of the guide wire as the stent was still in the catheter and additional information states a a trevo pro 18 micro catheter was used with the synchro guide wire when the issue occurred. An assignable cause of procedural factors will be assigned to the reported and analyzed guide wire distal tip broken/fractured during use in addition to the analyzed guide wire hydrophilic coating surface rough and guide wire distal tip kinked/bent as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure the physician was unable to manipulate the tip of the subject guide wire so he withdrew the guide wire and its tip was broken and left inside the patient. A stent was used to retrieve the broken tip. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the physician was unable to manipulate the tip of the subject guide wire so he withdrew the guide wire and its tip was broken and left inside the patient. A stent was used to retrieve the broken tip. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.